Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate the customer complaint "errors 2300 and 23025". Errors pot 2 encoder fixed limit, encoder quadrature fault. The issue was confirmed in artemis and successfully replicated on a surgical fixture test platform (sftp) system. No visual defects related to the reported issue were identified during inspection. Functional testing on the sftp system resulted in failure on axis 7. Applied behavioral analysis swap was performed on the axis 7 motor, confirming the motor assembly as the root cause of the failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during and after a da vinci-assisted roux-en-y gastric bypass surgical procedure, errors 23025 and 23008 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed the error in the logs pointing to master tool manipulator left (mtml) 2. The customer confirmed no obstructions on the surgeon side console (ssc). The procedure was completed with no reported injury.